Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by the remote manager issue. The field service engineer replaced a new latch and tested.issue resolved. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported by the customer that a pyxis medstation es system smart remote manager was not unlocking. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.